Event description:
It was reported that a participant experienced severe hyperglycemia with glucose levels over 300 for several hours while using the ilet and changed the infusion set, with no associated alerts or alarms and cause unclear. Symptoms included hyperglycemia. Outcomes included the need for user intervention to change the infusion set, with no hospitalization reported. Investigation included review of the available account information and outreach to the participant for additional details. Investigation of this case revealed no additional information from the participant and no device alarms, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.